Manufacturer narrative:
Follow-up #1; date of submission: 02/08/2017. The device has been returned and evaluated by product analysis on 01/21/2017 with the following findings. The pump was returned with all of the buttons responding properly. There was no physical damage to the keypad and no contamination found when it was removed. The pump was opened and moisture was found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.